Event description:
Spontaneous report, from france. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 11-oct-2022 from dentist via sales representative by phone. Follow-up 1 was received on 07-nov-2022 from the dentist by email and the case became serious. All information were processed together. The report described canula breakage from the hub during local anesthetic injection with the suspected device injection septoject in a female patient during an unspecified procedure. On an unknown date, the dentist reported that the needle broke at the base of the plastic and part of it remained in the patient's mucosa. A surgical operation was attempted but without success. A panoramic dental x-ray as well as a scan were done the next day in order to localise the needle. It was reported that the patient has not yet shown any particular symptoms. The patient did not recovered since the needle remained in mouth. Other information of product: : septodont batch number #f09124ab, expiration date: 31-oct-2024. This case initially non-serious became serious on (B)(6) 2022 since the reported clinical information retrieved seriousness criteria. Based on the first information available, the report described a canula breakage from the hub during local anesthetic injection with septoject in unspecified patient during an unspecified procedure. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were no information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident.

Event description:
Spontaneous report, from france. Local reference: #(B)(4). Ref ansm: (B)(4). This initial non-serious case report was received on (B)(6) 2022 from dentist via sales representative by phone. Follow-up 1 was received on (B)(6) 2022 from the dentist by email and the case became serious. Follow-up 2 (quality investigation report) received on (B)(6) 2022 from quality department. All information were processed together. The report described canula breakage from the hub during local anesthetic injection with the suspected device injection septoject in a female patient during an unspecified procedure. No further information was available regarding patient. On an unknown date, the dentist reported that the needle broke at the base of the plastic and part of it remained in the patient's mucosa. A surgical operation was attempted but without success. A panoramic dental x-ray as well as a scan were done the next day in order to localise the needle. It was reported that the patient has not yet shown any particular symptoms. The patient did not recovered since the needle remained in mouth. Other information of product: : septodont batch number #f09124ab, expiration date: (B)(6)2024 this case initially non-serious became serious on (B)(6) 2022 since the reported clinical information retrieved seriousness criteria. Manufacturer's preliminary comments: based on the first information available, the report described a canula breakage from the hub during local anesthetic injection with septoject in unspecified patient during an unspecified procedure. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were no information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and considering this is the first complaint for this batch, no CAPA is required.